Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product. The defect is a code logic error that if a newer weight is entered without a new value for height after the height had been deleted, a new value for bsa will also be calculated using the most recent invalid height. The software is calculating the bsa and bmi before saving the record. Generally the weight is more likely to be changed and not as likely that the height changes. The defect will be monitored and re-evaluated based on the post market data.

Event description:
The customer reported that a prescription did not update after a value item has been deleted in (B)(4), which was then used to treat a patient. Based on the available information there has been an actual mistreatment, however, the clinician has confirmed that this did not lead to a serious clinical outcome.